Event description:
Customer reported receiving a motor error alarm on the insulin pump after a bolus delivery. Customer stated that they are able to rewind. Customer's blood glucose reading at the time of the call was 126 mg/dl. No further information reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed all functional tests. No motor error alarm noted during bolus/basal delivery. The motor was tested outside of the device and passed. The insulin pump was received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.